Event description:
It was reported that high pacing impedance was observed on the left ventricular (lv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.